Manufacturer narrative:
The pump did not have a battery installed when received. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy test. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in the middle of the night, in his sleep. The troopers found the customer the next morning. The caller stated that the customer was not feeling very well and went to bed. The cause of death was juvenile diabetes and hypertension. The caller stated that the customer had been feeling sick since he changed states; had eye infection and pneumonia. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller agreed returning the insulin pump for analysis.